Manufacturer narrative:
Device passed displacement test and self test. Hardware low-level failures confirmed in pump history with variable (003) due to broken trace at pin 1 (vdd) on keypad assembly. Device received with pillowing keypad overlay and minor scratches on case.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed hardware low level failure. The customer's blood glucose value was 138 mg/dl. Customer reported they were able to clear the alarm. Customer stated they were able to rewind the pump. Fill cannula was recorded in daily history. Customer stated the insulin pump has been dropped. The insulin pump failed self-test. Customer was advised the insulin pump will need to be replaced. Advised to discontinue use of the insulin pump and revert to a back-up plan. The insulin pump will be returned for analysis.